Event description:
Info received indicates the hi/low function is drifting down when put in the high position.

Manufacturer narrative:
The technician replaced the hi/low drive ball screw assembly to repair the bed.